Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an epicardial ventricle tachycardia ablation procedure for brugada syndrome a pericardial effusion occurred. Following mapping, ablation on the anterior side of the right ventricular outflow tract was started. Approximately 3 minutes into ablation the patient became hypotensive. Transesophageal echocardiography confirmed a pericardial effusion and a pericardiocentesis was done to stabilize the patient. Ablation was continued but the patient again became hypotensive. A second pericardiocentesis was started but due to the bleeding the ablation procedure was stopped and the patient was transferred to cardiac surgery to repair the perforation at the anterior inferior side of the right ventricular apex. The user believes the perforation occurred either during epicardial access or when the sheath was maneuvered; however, there were no performance issues with any abbott device. The patient was stable following surgery.